Manufacturer narrative:
The insulin pump was received with button error alarm and no act button response due to corroded keypad traces. It was unable to perform the displacement test due to no button response. Device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed button error while trying to program a bolus. No significant events leading to the alarm. Blood glucose value was 232 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.